Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, an opening on anterior, yellow particles in shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported via device tracking "deflation" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported via device tracking "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.